Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s

Event description:
A customer contacted baxter's global technical service center to report air was observed in the patient line after priming. There was no patient injury / medical intervention. The actual sample is not available.

Manufacturer narrative:
(B)(4).